Manufacturer narrative:
The customer declined a service visit as they had no further issues after discarding the reagent bottles. The investigation determined the troubleshooting activities performed by the customer resolved the issue.

Event description:
The initial reporter received questionable high ise indirect gen.2 na results for three patients tested on a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The ER physicians complained of high na results. Patient 1, patient 2, and patient 3 had initial na results of 148 mmol/l. The customer performed qc and all ise¿s recovered high. The customer performed a calibration on the standby ise reagents and calibration failed due to a system alarm. The customer repeated testing on the standby ise reagents and had acceptable results. The customer removed the current ise reagents from the system. Then the customer repeated the three patient samples for confirmation on the standby ise reagents. Patient 1¿s repeat na result was 137 mmol/l. Patient 2¿s repeat na result was 138 mmol/l. Patient 3¿s repeat na result was 135 mmol/l. The repeat na results were determined correct. The na electrode lot number was u5348 with an expiration date of 26-may-2020.